Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a right femur fracture; was replaced due to a non-union condition.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for eval by the MFR . The root cause of the non-union condition is undetermined. The original sign im nail was replaced with a 10mm x 340mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing are unique to the pt and the fracture. No one can predict a non-union condition or a failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.